Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a car accident on (B)(6) 2017. The customer explained that she pulled out of a shopping center and she was rear ended and hit her head. Blood glucose at the time of the incident was around 100 mg/dl. The customer stated she was wearing the insulin pump, sensor and transmitter at the time of the accident. After the accident, on (B)(6) 2017, the customer had a CT scan. She did not indicate if the insulin pump had damage. The customer was advised to call back to complete troubleshooting. The insulin pump will not be returned for analysis.